Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a gap between the cover sleeve and thrust disc. Therefore, the reported condition was confirmed. It was determined that the cover sleeve was loose due to no/not enough loctite on guide sleeve and oscillating head caused by improper assembly. It was further determined that the electric motor had excessive vibration due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was discovered that there was a gap between the hand piece and the silver tube where the attachment goes in on the battery oscillator device. It was further reported that the device could not hold the blade device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.